Manufacturer narrative:
All of the buttons are functioning properly. No damage was found on the keypad assembly noted. Inspected the lcd connector no unlocked connector noted. The insulin pump passed self test. No display anomaly, unexpected screen anomaly and no frozen screen noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 21.1 mmol/l. The customer stated that there was a blank display after a change of battery. The customer stated that the pump is not damaged or bumped. The customer will be sent a replacement pump.